Event description:
It was reported a closure device detachment occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). The closure device was deployed distal to the laa ostium in a canted position. During an attempt to recapture the closure device for repositioning, the closure device detached from the core wire. Despite the suboptimal positioning, the closure device sealed the laa ostium and device compression measurements were adequate. The procedure concluded and a review of device position will take place forty five (45) days post index procedure.